Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. The physician attempted re-crossing the aortic valve without a guide wire, after the pump had been sitting in the aorta during a coronary artery bypass procedure. In doing so, the left ventricle was perforated. The physician surgically repaired the perforation and the patient remained in stable condition. Prior to attempted wireless re-crossing, the abiomed field rep advised the physician that crossing the aortic valve without a guide wire is not recommended.